Event description:
The customer reported the intermittent loss of the live displayed image. There is not report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and the collimator were replaced. The system was then found to be operating as intended.